Event description:
It was reported that, during subcutaneous implantable cardioverter defibrillator (s-ICD) implant testing, the shock impedance was high. Then, an defibrillation threshold (dft) test was performed and the shock impedances were still high. An x-ray was performed and the system placement looked good. The physician suspects it could be due to the health condition of this patient and adipose tissue. The patient was hospitalized to observation. Currently, this s-ICD remains in service and no additional adverse patient effects were reported.